Event description:
While resident was being transferred from wheelchair to bed, the resident pushed off from the edge of the bed with her feet, causing the lift to tip over sideways. Resident fell to floor and received laceration to head. One person involved.